Event description:
Hcp reports pt presented with a "s/p infection" and the "s/p catheter pulling out of intrathecal space." The pump was explanted. The pt was reported to have recovered without sequela.